Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by looking at the error log and finding entries of ns (no specimen) errors. The complaint was reproduced by running quality controls (qc). The sensor cup was found stuck in the rear position on the sample loader. The issue was resolved by freeing up the cup sensor and adjusting the sensor position. The instrument was validated by running quality controls. The qc results passed and were within published ranges (customer range). No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900 operator's manual under section 12, flags and error messages states the following: 4735 s. Loader bcr mode set failure. Cause: a mode failed to be sent to, or set in, the sample loader specimen bcr. Action: please contact tosoh local representatives. Check the bcr (b080) and the board. 6010 cup with no sample: cause: a sample could not be detected. Alternatively, there was a blank position between a sample and a test cup. Action: check to see if a sample and a cup are correctly installed in a sample rack. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01mar2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the search period. The probable cause was due to the cup sensor being stuck in the rear position on the sample loader.

Event description:
A customer reported getting error message "4735 s. Loader bcr mode set failure" on the aia-900 instrument during start up. The customer tried rebooting the instrument; however, the error persisted. The hand scanner appears to be working properly. The technical support specialist (tss) had the customer run a non bcr quality control (qc) sample. The customer then stated a "6010 no sample detected" error message. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.